Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system had triggered a lead safety switch (lss) due to a high out-of-range left ventricular (lv) lead pace impedance measurement greater than 2,000 ohms. Additionally, all threshold measurements were on the higher side. Technical services (ts) reviewed troubleshooting options and programming considerations. This crt-p system remains in service. No adverse patient effects were reported.